Event description:
Reporting status: malfunction. Reporting rationale: stent dislodgement has previously caused or contributed to patient injury. Device issue: stent dislodgement. It was reported that the stent dislodged before use during preparation. However, it was not noticed until the stent was ready to be deployed at the lesion. The stent was found on the preparation table inside the stylet. No additional event or patient information was available.

Manufacturer narrative:
(B)(4). Result code: product performance engineering could not determine a conclusive root cause for the reported dislodgement. Evaluation summary: quality assurance analysis revealed that the stent delivery system (sds) was returned with blood in the guide wire lumen and on the balloon. There was contrast visible in the inflation lumen. The stent implant was returned dislodged from the balloon. There was no damage noted to the stent implant. The balloon was tightly folded. There were crimp marks on the balloon between the markers. There was a tear in the distal end of the soft tip. There was no other damage noted to the sds. The protective sheath was returned. A snap gauge was used to measure the outer diameters of the stent implant. The measurements met manufacturing criteria. Pin gauges were used to measure the inner diameter of the flared end of the protective sheath. Product performance engineering reviewed the incident information and analysis of the returned product. Stent dislodgement can be influenced by many factors, including, but not limited to; improper or inadequate crimping at the time of manufacture, incorrect sheath sizing, positive pressure during preparation, negative pressure during sheath removal, forced sheath removal, and handling of the stent during preparation. To ensure this is not the result of a manufacturing deficiency, all sds are inspected for proper stent placement, stent damage and crimped stent outer diameter. Additionally, a sampling of units is destructively tested prior to release to verify stent dislodgement force. The stent outer diameters and inner diameter of the protective sheath were measured and met manufacturing criteria. In this case, it is possible that during preparation, negative pressure was applied during sheath removal or force was applied when removing the protective sheath, resulting in the stent dislodgement. It was reported the stent dislodgement was not noted until the sds was advanced into the patient. It should be noted in the mini vision instructions for use (IFU) states: prior to using the multi-link mini vision coronary stent system, carefully remove the system from the package and inspect for bends, kinds, and other damage. Verify that the stent does not extend beyond the radiopaque balloon markers. Do not use if any defects are noted. The analysis noted a tear in the distal end of the tip. Since this damage was not reported in the incident information, the tear may have occurred during the procedure or during packaging, handling and return to abbott vascular for analysis. This damage does not appear to be related to or have contributed to the reported stent dislodgement. A review of the product manufacturing records did not reveal any non-conforming material records associated with this lot and all lot release testing met manufacturing criteria. A query of the compliant-handling database was performed and there has been no similar incidents reported for stent dislodgement or use errors for this lot. There is no indication of a lot specific product quality deficiency; however, a conclusive cause could not be determined for the reported dislodgement. There does not appear to be any indications of a product quality deficiency. Product performance engineering will monitor the incident circumstances. All stent delivery systems are 100% visually inspected online for stent placement. Additionally, a sampling of units is destructively tested to verify stent dislodgement force.